Event description:
A malfunction was reported on the pump, which occurred during a stalled software update. There was no adverse impact on the customer¿s blood glucose level, keeping it within normal range. Customer technical support assisted the caller in resetting the pump and, after attempting various troubleshooting steps, arranged for a replacement pump to be shipped. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.